Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A microscopic examination of the shaft, collar and tip were reported. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. There was a section of shaft in the collar that was damaged. The distal tip was flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.